Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the foreign material in the forceps channel was plastic. The olympus field service engineer confirmed that the customer was following the reprocessing steps in accordance with the instructions for use. The root cause of this event was unable to be identified. The following is included in the instructions for use (IFU): ¿reprocessing manual:1.4 precautions. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The endoscope reprocessor, video system center, light source, front panels of equipment, and/or mouthpiece may cause an infection control risk. Perform proper cleaning and disinfection as described in their respective instruction manuals. A tap, basin, and/or nozzle of pharyngeal anesthetic spray that medical personnel come in contact with may cause an infection control risk as well. Perform proper replacement, cleaning, and disinfection. All disinfection methods (whether performed manually or by an aer/wd), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instruments being reprocessed. If the instruments are not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Residual disinfectant solution may cause adverse reactions in patients. Therefore, rinse all external surfaces and channels of the endoscope and accessories thoroughly with water to remove residual disinfectant solution following disinfection. The results of sterilization depend on various factors. These factors include how the equipment was packaged and the placing and loading of the package in the sterilization device. Verify the sterilization process using biological and/or chemical indicators. Follow the guidelines for sterilization issued by national authorities, professional organizations and infection control professionals, including the frequency of the above verification, as well as the instruction manual for the sterilization device. ¿ additionally, the IFU details the brushing and reprocessing methods on each channel in manually cleaning the endoscope and accessories. During the device evaluation, it was noted that there was insufficient angulation, the bending section glue was lifting, and there was a pinhole at switch button 1 keytop. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The (B)(4) technician removed the foreign material from the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc surmised that this phenomenon was attributed to the following. - there was a difference between the reprocessing method performed by the user facility and the reprocessing method recommended by the instruction manual. - the staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the instrument channel of the subject device was clogged with foreign material. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.